Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. In addition, the rv lead was stuck to the header as the set screw failed to be removed. After multiple attempts, the rv lead was removed from the pacemaker and a replacement pacemaker was implanted. The physician used the same rv lead and completed the procedure. The patient experienced no consequences.

Manufacturer narrative:
The reported events of difficult to remove, and lead impedance anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header and connector did not find any contamination or foreign material that could contribute to reported event. Electrical and mechanical analysis performed indicated normal functionality. Additionally, the device was interrogated in bipolar, unipolar mode with three different loads and the device was able to detect and measure the lead impedance within normal range during the analysis the leads were inserted and removed with normal force without any issue. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.